Event description:
Information provided states that during a spine lumbar case two (2) multi-axial screws broke during final torque. Surgery was completed with backup product. No delays in the case or adverse events to the patient.